Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prematurally depleting. The device has been implanted 13.5 months. A data disc will be sent for analysis.